Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer agreed to perform hpc testing and on 10/03/2023 received failed water sample. However, after this the customer re-tested their device and on 11/02/2023 found that their device was within cardioquip specifications. Since the water quality is within cardioquip acceptable limits the device is assumed to be free of contaminants, within specification and fully functional. At this time the customer is not requesting service and at this time cardioquip is unable to recommend the device receive an internal water pathway replacement which would completely free the device of any suspected contamination. At this time the customer is recommended to continue to follow cardioquip's cleaning procedure to ensure the device stays within specification.

Event description:
Upon inspection of the internal components/tank cq technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Event description:
Upon inspection of the internal components/tank cq technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 08/28/23. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.